Manufacturer narrative:
The device was evaluated. Evaluation has confirmed the reported issue. The root cause cannot be identified. Reasonably known information suggests probable causes such as stress, degradation, wear and tear , external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the coating of the device insertion part image guide tubing is peeling off. It was determined that the insertion tube needed to be replaced.